Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an occlusion alarm after changing their infusion set, during which the tubing became stuck under the adhesive and the patient attempted to peel the tubing free and manually reinsert the teflon cannula; the issue resolved only after inserting a new site and reconnecting the pump. Symptoms included hyperglycemia with a reported blood glucose of 280 mg/dl. Outcomes included transient loss of glucose control for approximately two hours without hospitalization, medical intervention, or ketone testing, and glucose returned to range after the site change. Investigation included troubleshooting and patient education conducted by the agent, including site replacement and verification of glucose recovery. Investigation of this case revealed an insulin flow obstruction consistent with an occlusion associated with the infusion set and tubing, likely due to tubing entrapment under adhesive and compromised cannula placement before the set change. It was concluded, based on previously established findings for similar reports, that the cause was use-related setup error leading to an occlusion at the infusion site.